Manufacturer narrative:
(B)(4). Batch # u5a75v. Investigation summary the analysis results found that the ats45 device was received with the firing trigger broken and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3. No functional test could be performed due to the condition of the device. Although no conclusion could be reach on what caused firing trigger broke, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device wouldn't fire and locked out. They went through three more devices with the same issue. It is unknown how the case was completed. There were no patient consequences.